Event description:
It was reported that during a sleeve gastrectomy procedure, after resecting the stomach the surgeon failed to apply clips on the staple line to stop bleeding. He tried several times and changed to a new product to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2012. Additional information was requested and the following was obtained: please clarify: "after resecting the stomach, the surgeon failed to apply clips on the staple line to stop bleeding." In sleeve gastrectomy this surgeon uses endo clips to control bleeding from the staple line. How was the bleeding stopped? Another endo clip. How much blood loss was there? Oozing from the staple line. Was a blood transfusion required? No. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Staple line of the stomach. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes out of the patience and failed to close any clip advanced. What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Additional information was requested and the following was obtained: did the device fire any clips from the jaws? Yes but they fired away from the jaws with no ability to place them on the tissue. If so, were the clips formed properly? No, remained open. Were the clips malformed? You indicate the device was tested after this incident and it did not close the clips - when this occurred, were the clips completely unformed as if they fell from the jaws or were the clips only partially closed? This occurred a day after the surgery when the nurse showed me the problem. The clips were fully open." The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.